Event description:
It was reported that the patient presented to the hospital for a scheduled procedure. During procedure, the right ventricular (rv) lead was under-sensing. The physician attempted repositioning several times but was unsuccessful. The rv lead was then removed and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of under-sensing was not confirmed. As received, a complete lead was returned in two pieces for analysis. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damages consistent with procedural damage. Electrical testing found no indication of conductor fractures or internal shorts. No other anomalies were seen.